Event description:
The following information was provided: the following was reported to health canada: (B)(6) 2009: new hip. (B)(6) 2009: stroke right side went cold and numb head to toe and dropped things! Went for second opinion. (B)(6) 2009: same complaint; cold then numb head to toe and dropped things. This doctor knew what it was. Head scan; it was a stroke- left carotid 70% blocked. The emergency room doc wanted to send me to have it removed? Hospital refused after 12 hours. He said he was sorry and discharged me. (B)(6) 2009: 3:00am wicked pain left eye; it went total blind. Ambulance to the ER. I'm sure the ER doctor knew what it was- another stroke. The eye doctor refused to come. She wanted to send me to the eye doctors office if she wouldn't come to the hospital find it. He did way too late. Anyways, got sent home that day yet noon. (B)(6) 2009: go to the emergency appointment with an eye doctor he said that was a stroke I had in the site. Will not be coming back. (B)(6) 2009: said they waited too long. Your site will not come back plus my left eye started getting very blurry. I got so bad I could hardly see of it I could not get help. They removed a cataract, but I didn't have cataracts. That's why they would not remove it in edmonton. They only minimum anyway it helped my vision for about a month to the blurry eye came back again a hip doctor. I went to see at (B)(6), suggested I get an allergy test. It showed that I was allergic to cobalt, chromium and aluminum and molybdenum but not titanium?? After that l stopped all the poison prescriptions that caused me to put weight on like 80 pounds? After going to a nutritionist, I stayed under 1200 cal a day. Within 12 months I drop from 305 down to 160 pounds plus my eyesight got way better than it stayed that way until I moved to bc december 2014 started going to the gym working out 3 times a week l would start getting blurry vision again, but did not last? They shut the gym down after covid started 2021. (B)(6) 2024: I think anyway about three years later I also put on 50 pounds: I weigh 220 pounds now. Last 4 1/2 years my vision it's getting blurry little at a time (B)(6) 2024: started seeing teeny red dots and they look like honeycomb green ones in my view vision at the gym and my vision would go gray colour so went to the eye doctor, told her, she said it was dry eye. That was not it? Asked this new doctor (B)(6) 2025 for a cobalt, chromium, and aluminum blood test did not do the aluminum cobalt came back 5.61 ppb chromium 15.4 feb but he did not know how to read it l got a copy june was not hard to read any way asked for a referral to see a hip doctor. He got me one he's only a young fella only a year experience in the field so you do not have a metal metal hip. I said yes I know that but where it's metal coming from in my blood, he could not answer that so he would not remove to him. Meanwhile, I went back to the same eye doctor twice more. No results. Seen a surgeon three times november. She was gonna send me to (B)(6) then she changed her mind. He never did get there. Meanwhile, I checked online to see what metals are in this hip I got. It's got a titanium stem to a cobalt chromium ball to a nylon spacer a titanium shell 56 mm to titanium socket and I asked the doctor for a blood test for titanium. He gave it to me with no problem, but you refuse to give me the blood test at the lab for the hospital. So I went to life lab. They did it just under $80. My doctor refused to give me a copy so I had to download it after I went back to the lab and complain to give me a number to download it: 55.4 parts 4 billion in my blood. There's my vision problem right there. Now I got a problem; trying to find somebody to help me get this hip replaced?? When doctors are refusing testing. There is something very wrong. I think it's all to do with this recall if I got